Event description:
A customer contacted beckman coulter regarding an erroneously low platelet (plt) result from a single patient sample that was generated by the coulter lh 780 instrument. The initial plt result was 66 x 10 to the power of three cells/ul. The result was accompanied by an operator definable message "al". (Al- result is lower than your action low limits. Follow your laboratory's policies for reviewing the sample). A manual smear performed on this sample recovered as 134 x 10 to the power of three cells/ul. The original sample was tested on a different instrument in the customer's lab for plt and a result of 129 x 10 to the power of three cells/ul was obtained. The sample was vortexed and then re-tested on the lh780 instrument for plt, and the repeated result was 121 x 10 to the power of three cells/ul. The result obtained from the different instrument and the result repeated on the lh780 were printed with an operator definable message "l". (L- result is lower than your reference interval low limit. Follow your laboratory's policies for reviewing the sample. No erroneous results were reported out of the lab. There was no change to patient treatment related to this event.

Manufacturer narrative:
No other patient's exhibited this problem. The instrument is currently performing within qc specifications with respect to accuracy and precision. A field service engineer (fse) verified the instrument operation on 8/27/2007. The low plt result was printed without any instrument generated flag. Based on raw data analysis, the sample only showed a minor abnormal pattern in its plt histogram; however, not significant enough to trigger the algorithm plt clump flagging criteria. A malfunction will be assumed for the purpose of this report.